Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. Reportedly, the trunk-ipsilateral leg and the contralateral leg components were implanted with no issue. Pre-operative images reportedly identified calcified bilateral external and common iliac arteries. It was reported that during advancement of the contralateral leg component there was no resistance noted; however during withdrawal of the delivery catheter back into the sheath, great resistance was encountered. The physician reportedly used force in an attempt to pull the delivery catheter into the sheath. The catheter was noted to have broken at the trailing olive/polyimide wire junction, and the polyimide wire and leading olive remained within the patient. The physician was able to use a snare technique to remove the polyimide wire and the olive from the patient. The procedure was concluded without any further reported complications. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.